Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. Customer was informed to continue using the pump and to call back if the issue arises again.